Event description:
It was reported that during a routine use, the cs100 intra-aortic balloon pump (iabp) had a maintenance error code 50. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields - b9, e1(event site postal code: (B)(6). A getinge field service engineer (fse) observed and found same. Reset connections of motor control pcb and performed motor speed test successfully within specification. Performed all functional tests successfully and observed the machine for more than 2 hours. Machine handed to the customers in working condition.

Event description:
N/a.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a maintenance error code 50. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.